Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Event description:
In this event it is reported that vdw.gold reciproc giving incorrect measurements with the apex locator. Customer having problem with the apex locator, even after changing mouth wire. Error still reads. No injury reported.

Manufacturer narrative:
Siroforce ticket no. (B)(4) defective battery. H:16:29:12 s:219 f:156. Defective charger. All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee.